Event description:
The end user alleges that in preparing to start the IV, the rn used the wings to break the ampule on the chloraprep applicator. The end user began wiping the IV site briskly and the pt complained of pain. The end user stopped wiping and observed bleeding from several cuts on the pt's arm. The end user observed either glass or plastic shards on the sponge. The end user took apart the applicator and the paper barrier that is designed to keep the sharp particles away from the pt also had been pierced by the shards.